Event description:
It was reported the patient presented for initial procedure. During implant, the set screw would not tighten on the pacemaker. The physician elected to complete the procedure with a different pacemaker. The patient was discharged following the procedure.

Manufacturer narrative:
The reported event of unable to tighten set screw was confirmed. The pacemaker was returned for analysis. Analysis revealed the user of the torque wrench during the implant procedure made numerous off-center incorrect wrench insertions that filled the setscrew inset with punch-outs from the septum. The incorrect wrench insertions and the inset filled with the punch-outs made the setscrew difficult to engage. The user finally unknowingly rotated the setscrew out of the connector block socket and continued to rotate the setscrew up inside of the septum. With the setscrew now out of the socket and in this position, it was impossible to re-engage or tighten the setscrew. The problem was caused by the user¿s incorrect use of the torque wrench.